Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 25 - removed cartridge alarm) occurred with multiple cartridges during the load process. Reportedly, the contact followed the prompts on the pump to load a cartridge. Additionally, it was reported that the customer had to use a lot of force to get the cartridge to load onto the pump. There was no impact to blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.